Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative addressed the failure back to a damaged compressor of the cooling system. The device was taken out of service. The cause is a hole of the evaporator. This led the refrigerant fluid to leak and water to enter the cooling circuit causing a damage of the cooling compressor. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t triggered the rcd (residual-current device) every time compressor turned on. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.